Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel below the right knee. After a 4.5 non-boston scientific introducer sheath and micro catheter were placed, and a guidewire crossed the lesion, a 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. The balloon was initially inflated at 8 atmospheres (atm). When the pressure was increased from 12atm to 14atm on the second dilation, the balloon ruptured. The procedure was completed using a 2.5x240 non-bsc balloon catheter inflated at about 18atm. There were no patient complications nor injuries reported.